Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were "lo" mg/dl (in replace of "lo" mg/dl a result of 20 mg/dl was used), 116 mg/dl. Tests were done within 10 minutes with a difference of 85 mg/dl. Patient did not experience any adverse events. No further information has been reported.